Event description:
It was reported that there was difficulty threading the stylet into the leads. They had such difficulty getting the stylet positioned into the lead. The healthcare provider (chp) was trying to switch out the styles into the leads, had difficulty, and felt resistance with all stylets except for the white one. This event occurred during a procedure. No actions were required as a result of the event; no other diagnostic testing or troubleshooting was performed and it was not required. If there was a product issue the cause of the issue was not determined. There were no patient symptoms or complications associated with the event. Patient status at the time of the report was alive, no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 977a260, serial# (B)(4), product type: lead; product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID 977a260, serial# (B)(4), product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (sn (B)(4)) found that the lead distal end electrode, of the distal end was bent. The lead (sn (B)(4)) had a sharp bend in the distal end causing some resistance at the proximal end of electrode #2. The lead was received with a bent stylet inserted. The bend in that stylet was at a sharper angle than a known good stylet. This bent stylet could form a lasting sharp bend in the lead. The sharp bend in that lead caused more resistance than normal when inserting known good stylets. The white handle stylets had a .010 inch wire while the green handled stylets had a .012 inch wire which allowed the white stylets to pass through the bend easier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.